Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, heavily tortuous, 95% stenosed distal posterior descending artery. After predilatation was performed, an attempt was made to cross the lesion with a 2.25x15 mm xience v stent delivery system (sds); however, after many attempts the shaft kinked and the sds was retracted from the anatomy. An attempt was then made to cross with a 3.0x12 mm vision sds; however, this too failed to cross due to the anatomy. A 2.25x15 mm xience prime sds was advanced to the lesion with resistance felt; however, was deployed successfully. Post-deployment, a dissection was observed on angiography located in the proximal segment of the vessel. The dissection was treated with a 2.5x12 mm xience prime successfully. There was no clinically significant delay in the procedure reported. The patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use.